Manufacturer narrative:
The agent reported patient was feeling discomfort, so the doctor decided to go up on a bigger poly size. Complaint has been evaluated and is similar to report number 1644408-2023-00181; 342-14-706, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient was feeling discomfort, so the doctor decided to go up on a bigger poly size.